Event description:
The physician used px400 coils to treat a posterior communicating artery (pcom) aneurysm. Four coils total were placed successfully and packed tightly according to the physician. After seeing the patient during follow-up, the physician noted that the patient seemed very tired. He ordered a head CT and the results showed that one of the coils had come our of the aneurysm and traveled into a distal branch of the middle cerebral artery (mca) but was not completely flow-limiting. They brought the patient back to the angiosuite and retrieved the coil with a snare. They then placed three additional coils to fill the space.

Manufacturer narrative:
Device investigation: results: the distal end of the coil is stretched and slightly damaged. The proximal end shows 3-4 coils in a form similar to their original helix shape. The proximal constraint ball is in place at the proximal end of the coil. The coil is complete and well formed. The coil functioned properly through deployment and detachment into the patient. The difficulties encountered in this case appear to be related to the procedure and aneurysm characteristics rather than a functional failure of the coil and cannot be determined through device analysis. The coil functioned according to its specification. There was no evidence of device malfunction identified during the evaluation. Other than the minor damage caused during removal of the device from the patient, the coil appears to be structurally correct.